Event description:
It was reported that during the pre-test, water could be poured in, but it was not possible to drain it form the foley catheter.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted; the photos show the catheter balloon inflated and appears to be slightly asymmetrical. As it is unknown if the balloon was fully inflated at the time the photo was taken, unable to determine if this was within specifications at the time of the photo. Received 1 all-silicone temp sensing foley catheter with sample port connector, syringe and packaging material. Verified material number 119314, batch number myjy4513 and manufacturing lot number ngjx3582. Visual inspection noted the balloon was inflated when returned. Deflated balloon passively using returned syringe with no cuffing or leaks noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only one (1) ml could be withdrawn with the returned syringe. Per ip7603444 revision 0, the catheter must inflate and deflate with a syringe. Using the in-house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. The complaint is confirmed against the syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540, however, DHR review was completed prior to CAPA association. Refer to CAPA 12474540 for further details. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, water could be poured in, but it was not possible to drain it form the foley catheter.